Manufacturer narrative:
Concomitant medical products: product ID 74001, serial# (B)(4), explanted: (B)(6) 2016, product type: adapter. Product ID 3550-29, product type: accessory. Product ID 3587a, lot# lb9216, implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead. Product ID 748225, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. (B)(4). Device evaluation: analysis of the implantable neurostimulator (ins) found the ins had reduced capacity due to overdischarge. It was noted that the ins trace report showed that two of the last six recharge sessions had no coupling. Analysis testing indicated the ins worked correctly and recharged properly with a known good recharger. Analysis of the lead found the lead body was cut through/segmented with no significant anomalies identified. Analysis of extension (B)(4) found the extension body was cut through/segmented with no significant anomalies identified. Analysis of the pocket adaptor found the body was cut through/segmented with no significant anomalies identified. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 74001, product type: adapter. Product ID 3550-29, product type: accessory. Product ID 3587a, lot# lb9216, implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: lead. Product ID 7482-25, serial# (B)(4), explanted: (B)(6) 2016, product type: extension. Product ID 748225, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2016, product type: extension. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The healthcare professional (hcp) reported through a manufacturer representative that the patient did not have a stimulation feeling at the time of report. Additionally, it was noted that there were not much effects initially. Regarding potential environmental or external factors that may have contributed to the event, it was stated that time-related deterioration occurred and that a fracture was suspected. The patients entire system was explanted as a result of the event and the issue was resolved. The patients indication for use was noted as ossification of the posterior longitudinal ligament.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.